Manufacturer narrative:
(B)(4). Title tonsillectomy using the bizact: a pilot study in 186 children and adults source clinical otolaryngology : official journal of ent-UK ; official journal of netherlands society for oto-rhino-laryngology & cervico-facial surgery, volume 44, 2019 (1-14) article date of online publication: 17 december 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2017 and december 2017. 186 patients undergone tonsillectomy procedure using the device involving both adult and pediatric patients. Nine (9) patients had post-operative bleeding. Two (2) patients required re-operation due to post-operative bleeding.